Manufacturer narrative:
Further inspection of the returned device confirmed the customer's complaint of a ¿leak at the distal end.¿ a leak was noted at the scopes biopsy channel. The bending section glue was found cracked. Multiple broken elements were noted in the image. The switch button was found cut. The elevator channel water flow inlet was found loose. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified diagnostic procedure, a leak was noted at the distal end of the device. It is unknown if the intended procedure was completed. There was no patient injury reported. The device was returned to the service center and noted the glue peeling on the forceps cover and the pink rubber of the probe chipped which is considered a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the glue peeling on the forceps cover and the chipped pink rubber of the probe likely occurred from an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.